Event description:
The customer reported that the device closed on liver tissue and would not open. Multiple attempts were made to get further information from the site without success.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.